Event description:
It was reported that while transferring a pt to the table of the x-ray system, the nurse was straddling the c-arm of the unit. The c-arm reportedly rotated during this transfer and the nurse's right leg allegedly became caught between the stretcher and the c-arm, breaking the nurse's ankle.